Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, angiograms following post dilation revealed an aneurysmal type dissection with staining about the stented area. The lesion was a subtotal occlusion of a distal right coronary artery which was accessed via a saphenous vein graft. Reportedly it was difficult to pass the guide wire, but no difficulties were reported with predilation or stent placement. The vessel damage was evaluated with additonal angiograms which were inconclusive for vessel perforation, therefore the pt was sent for surgery. The pt was given a dose of epinephrine and a bolus of normal saline as a precautionary measure, prior to leaving the cath lab. Reportedly the surgery was successful.